Manufacturer narrative:
No patient was present at the time of the alleged malfunction. Suspect device has not been returned to manufacturer for further evaluation.

Manufacturer narrative:
The camera spring arm cable was replaced on the system and this rendered the system fully functional. As originally reported on site visual inspection of the cable by a medtronic field representative found physical damage to the cable. Suspect cable was not returned for further in house evaluation. Replacing the camera cable on the system resolved the issue.

Event description:
A medtronic representative reported intermittent black status on the stealthstation treon treatment guidance system positioning sensor unit (psu). When flexing the camera arm, tracking ability is lost. Physical damage to the spring arm cable was evident. No patient was present at the time of the alleged malfunction.